Event description:
On (B)(6) 2022, it was reported by a sales representative via sems that an abs-10010s acp double syringe system had an issue during a blood draw on (B)(6) 2022 on the left arm for an acp injection. When the doctor was pulling back on the syringe to draw blood from the left arm, the syringe did not have the hard stop in the outer syringe it usually has and popped off. This resulted in some of the patient's blood spilling out of the syringe. They opened another acp series 1 kit and redrew the blood from the left hand instead and completed the blood draw, spin and injection without further issue. This was discovered during use with no impact to the patient.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.